Event description:
It was reported that customer's belt clip broke and mother was not aware that it could be replaced. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.